Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s grandson that the patient was having spells and was unresponsive. A device check was requested. The caller was referred back to the physician¿s office. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.